Manufacturer narrative:
There were multiple lot numbers which may have been involved. The information for each lot number is as follows: medical device lot #: 22013197, medical device expiration date: 01-jun-2025, device manufacture date: 01-jun-2022. Medical device lot #: 22013419, medical device expiration date: 27-jan-2025, device manufacture date: 27-jan-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was clogged. The following information was provided by the initial reporter: alaris pump tubing would not bolus medication, and when the provider investigated the tubing found there to be a plastic occlusion.

Manufacturer narrative:
H.6. Investigation summary: one sample model 2426-0500 was returned for investigation by the customer. The set was examined for defects and abnormalities. The male luer tip (pn:600117) was melted. A quality notification was sent to the manufacturer. Short shot due to molding process: short shot is a typical issue that can happen during injection molding process. The appearance of the defect does not seem a short shot of the parts, but in any case, due to the fact that a discontinuity in the process can always happen, industries borla has in place on the assembly machine a 100% control of the external diameter of the tip of the luer. This control is done with a vision system and is present in the station of the assembly machine immediately before the cap assembly. In this way in case with parts with short shots, machine is able to reject them and scrap before cap assembly. We have challenged the system with the sample returned to us and the part has been rejected. According to the investigation resumed above we have to conclude that this issue happened after industries borla process. The root cause of this failure mode is unknown. A DHR was performed for the 2 possible lots: a device history record review for model 2426-0500 lot number 22013197 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 22013419 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was clogged. The following information was provided by the initial reporter: alaris pump tubing would not bolus medication, and when the provider investigated the tubing found there to be a plastic occlusion.